Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site and the suspected defective part was returned for analysis. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
Product event summary: the check valve (cv4) 12002-295/978932001 was returned and analyzed. Visual inspection showed that the check valve (cv4) was intact with no apparent issues. During functional use testing while connected to gen v console and following a warm up time of 30 minutes, the console along with balloon test catheter failed the mechanical performance due to high baseline flow (772 sccm). With passive scavenging the baseline flow was plus 3400 sccm and air flow was noticed at the scavenging hose outlet. The console was not performing as expected, providing an alternative route for the gas in the evacuation section of the console system plumbing. The cv4 was found to not be properly closing. Further optical investigation revealed that the poppet is stuck open and presence of grease on top surface of the cv4 body, the bottom of the bonnet and on the poppet. The reported issue has been confirmed through testing. The check valve 12002-295/978932001 failed the inspection due to presence of lubricant; for the console n-6247 replacement of the check valve (cv4) resolved the reported complaint. (B)(4).

Event description:
Information received by medtronic indicated that the user observed a coaxial connection icon on the cryoconsole screen. Flow was 8 with the vacuum disabled, and 7 with the vacuum enabled. The coaxial umbilical was replaced without resolve. Flow was still high (7-8) with the coaxial cap connected. The user was waiting for a console from a different hospital to proceed with the procedure. Technical support was contacted and a field service visit was recommended. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.